Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer treated the low blood glucose with juice. The customer stated that when the paramedics came, his blood glucose reading was 98 mg/dl. The customer stated that he passed out due to low blood glucose. The customer stated that he experienced sensor glucose versus blood glucose differences. The customer stated that her blood glucose reading was 199 mg/dl while her sensor glucose was 211 mg/dl. The customer's sensor versus blood glucose difference was within acceptable range. The customer was advised that larger differences may occur when blood glucose values are changing rapidly and during the beginning or end of sensor life. The customer was advised to talk to their health care provider regarding the low blood glucose reading.